Event description:
It was reported that the user experienced an ¿unable to proceed¿ message when attempting a meal announcement on the ilet, with system dosing stopped for hours and blood glucose at 386 mg/dl; during troubleshooting a full supply change was initiated and an insulin leak was observed from the cartridge/connector, after which new supplies were used and insulin delivery resumed. Customer care provided support that included remote guided replacement of the supplies along with leak inspection of the removed components. Investigation of this case revealed an unclear root cause of hyperglycemia, with an observed leak in the insulin path that was resolved by a successful supply change and resumption of delivery. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient elevated glucose that began to decline after supplies were replaced without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.